Manufacturer narrative:
The customer's meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's meter and test strips were returned for investigation. However, the returned strip vial was empty with no strips available for testing. The reporter's meter was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.7 inr, qc 2: 6.3 inr, qc 3: 6.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 10%. Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when tested with coaguchek xs meter serial number (B)(4) using test strip lot 51508823 and with coaguchek xs professional meter serial number (B)(4) using test strip lot number 46179911. This medwatch will apply to test strip lot number 51508823. Patient identifier (B)(6) for information related to test strip lot number 46179911. A sample from the patient was tested using meter serial number (B)(4) using test strip lot number 46179911, resulting in a value of 4.4 inr. Within one minute of initial testing, a sample from the patient was tested using meter serial number (B)(4) using test strip lot 51508823, resulting in a value of 5.9 inr. The patient's nurse stated that the patient's medication dose would be lowered based on both measured results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.